Event description:
The customer stated that he received blood glucose readings of 500mg/dl and then 19mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. In the memory of the meter, consecutive readings of 34mg/dl and 162mg/dl were found. The difference between these readings falls in the "c" range of the parkes error grid, making these readings clinically significant as well. The customer did not allege any adverse event. Customer service is to send a check strip.